Event description:
It was reported that the patient with this pacemaker experienced stroke symptoms. The patient remained hospitalized for an additional two days due to unavailability of the technician for device reprogramming after a magnetic resonance imaging (MRI) scan was requested by the neurological care team. The attending physician could not contract with boston scientific for MRI. The patient was not transferred to another facility for the MRI but remained at the original hospital where the clinical representative performed the scan despite the account not completing the required cardiology order form. The patient was stable as the remote monitoring system transmitted a report. As of this time, this pacemaker remains in service. No adverse patient effects were reported.